Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water intrusion inside the connector, which resulted in short-circuit of the electric parts. The possible cause of water intrusion inside the connector was considered from the analysis and confirmation of the scope that water intruded from the point where the water tube inside the scope connector was detached, which was recognized. It is suggested that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, images not displayed due to corrosion of the scope connector, water tightness not maintained due to damage to the air and water supply cylinders, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, liquid leakage observed in the operation part, curved rubber bond cracked, curved rubber adhesive part cloudy, dirt due to water leakage found on the operation part cover, liquid leakage recognized in the universal cord, liquid leakage to the scope connector, and corrosion of the scope connector causes e315 (non-symmetrical scope connection). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope exhibiting e238 scope communication error. Upon inspection and testing of the customer returned device, the scope exhibited no image due to corrosion of the scope connector and e315 scope error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.